Manufacturer narrative:
Report date: 07feb2019. Date rec'd by MFR: 06feb2019. The customer could not be reached during attempts to obtain further information. The customer did not respond to follow up requests to confirm a resolution or provide additional assistance. Should additional information become available, a follow up report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 08feb2019. Additional information was received from the customer that the unit would be traded in for a new ventilator. The unit was retired from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the oxygen display was higher than the setpoint, the manometer measurement is equal to setpoint. There was no patient or user harm reported. The event date was not specified; estimate used.